Event description:
Reporter alleged the customer obtained a result of 167 mg/dl on the aviva system compared back to back with a result of 60 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated the customer was treated at the hospital but declined to specify how the customer was treated. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.